Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed functional tests and failed to communicate with the programmer. The device was not repaired as the service center does not repair this device. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.